Event description:
Boston scientific received information that high shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead (rv) through the remote monitoring system. The device and lead remains in service. No adverse patient effects were reported. Additional information received that the increased rv and shock impedance was likely due to patient¿s condition as indicated by boston scientific technical services (ts). The device recorded similar pattern with simultaneous increase in both rv and shock impedances, and decrease in activity level. Ts suspected that it could be a kind of decompensation. The physician will contact the patient. Also, it was confirmed that the measurements were all in normal limits, no fracture, no revision done.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.